Manufacturer narrative:
Conmed electrosurgery received the original device in question along with the six lot samples. It was confirmed that the original device was burnt. Also, we did receive confirmation that the facility's biomedical engineer pulled back the insulation to examine the device further. Additionally, one of the lot samples was subjected to an esu (electrosurgical unit) interface test, which simulates actual use, and passed.

Event description:
The 5mm lap probe fired correctly on the ovarian cysts. About half way through the procedure the probe stopped firing when activated. The settings were re-checked and the line was purged. The probe would not fire. It was removed from the trocar and they discovered melted insulation exposing the electrode and patient burns on uterus. The patient was not re-admitted due to adverse events. The burns were 'right at the junction of the uterus and the utero-ovarian pedicle,' but they were superficial with no bleeding. Also, there was no intervention performed.